Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that following the implant procedure during post-operation diagnostic imaging, this right ventricular (rv) lead was found to be dislodged. Device interrogation also revealed loss of sensing from rv lead. The physician elected to surgically reposition the rv lead to resolve the event. The patient was stable with no additional adverse consequences.